Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 20 mg/dl and 119 mg/dl. Patient did not have symptoms of hypoglycemia, nor require treatment, at the time of the readings. No actions taken based on device results. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.